Event description:
Initial reporter indicated that they had a vns patient that died in a foreign country, while on vacation sometime in 2008. No further details are available at this time after good faith attempts have been made.